Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). Initial reporter e-mail: (B)(6); initial reporter facility name: (B)(6). Investigation summary: it was reported that nursing staff cannot push solution through the extension set. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306575, lot number 1034198. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. Probable root cause: it could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel.

Event description:
It was reported that 4 10 ml bd posiflush" sp pre-filled flush syringes nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: nursing staff cannot (or have to exert two handed force) to push solution through the extension set. Further to my earlier issue reports, because the issue happened 4 separate occasions the hospital has made the choice for safety reasons to pull the lot from the floor.